Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a replace battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. This was the second occurrence of receiving an alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. Low battery alert was found on: 05/04/2025 10:39:00.000, 05/07/2025 15:30:00.000. Insert battery alarm was found on: 05/04/2025 15:49:33.000, 05/04/2025 15:54:11.000, 05/08/2025 13:08:21.000, 05/08/2025 13:59:29.000, 05/08/2025 14:09:00.000. Replace battery alert was found on: 05/07/2025 22:10:00.000, 05/07/2025 22:20:00.000. Replace battery now alarm was found on: 05/07/2025 22:41:00.000, 05/07/2025 22:51:00.000. Power loss alarm was found on: 05/08/2025 01:29:35.000. Failed battery alert/battery failed alarm was found on: 05/04/2025 15:54:01.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 05-may-2025 at 19:58:59.000. There was no power data available for the date of 04-may-2025. Unable to check power data for low battery alert at 05/04/2025 10:39:00.000 and failed battery alert/battery failed alarm. Upon checking on the power data/detail trace file, low battery alert at 05/07/2025, replace battery alert/replace battery now alarm and power loss alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 05/07/2025 15:30:00 faster than expected at 2.98 days. Battery cycle 2 received the lowbatteryalert (104) on 05/04/2025 10:39:00 faster than expected at 3.09 days. Battery cycle 3 received the lowbatteryalert (104) on 05/01/2025 05:51:00 faster than expected at 3.82 days. With reference to the baat tool instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 08-may-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 05/03/2025 10:22:00.000, 05/08/2025 13:36:00.000, 05/08/2025 13:46:00.000. Sensorexpiredalert (794) was found on: 05/03/2025 01:27:54.000. Lostsensor2alert (781) was found on: 05/03/2025 10:39:00.000, 05/03/2025 10:49:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage on the force sensor, motor and vibrator assembly noted. Unexpected battery power loss and a high sleep current measurement were confirmed due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing except sleep current measurement. Customer alleged for unexpected battery power loss and a high sleep current measurement were confirmed due to corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.